Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "balloon was checked before use: it was ok. Insertion was difficult; something blocked? User tried to remove the foley; impossible. They called the urologist who finally removed the catheter using a stylet. They noticed that the balloon was not deflated. They insert a new foley; no other issue." No pt injury reported. Pt current condition is fine.